Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, they noticed a leaking cdi shunt sensor. It was tried several times to disconnect and reconnect, but it persisted leaking. No patient involvement. Product was changed out. Procedure completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 4210, 19). The returned sample was visually inspected upon receipt, during which it was noted that the large bore adapter cap was not fully tightened and was leak tested, connecting with a calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg and a leak was noted immediately. The large bore adapter blue cap was then loosened and re-tightened by hand and leak tested a second time and no leaks were noted. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.